Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device will not be returned.

Event description:
It was reported to vyaire medical that immediately when the vela ventilator was powered on, low pip (peak inspiratory pressure), high rate and xdcr (transducer) fault alarms were triggered during set up prior to patient use.